Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave nav device confirmed that the events of anemia, blood loss, dyspnea, dizziness, diarrhea, colitis and abdominal pain are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave nav device is acceptable. Investigation conclusion: boston scientific (bsc) has assigned an investigation conclusion code of adverse event related to patient condition. The reported shortness of breath and dizziness were likely secondary to severe anemia resulting from gastrointestinal bleeding. The abdominal pain and dark stools are consistent with gastrointestinal bleeding, likely secondary to the diverticulosis diagnosed. The findings are most consistent with the patient underlying gastrointestinal condition. The associated interventions, including blood transfusion, endoscopic procedures, imaging, and hospitalization, are consistent with management of this underlying condition. There is no further evidence that the device or procedure caused or contributed to the event. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. B5: describe event or problem: updated. H6: patient codes, impact codes: updated.

Event description:
It was reported that a patient experienced shortness of breath and dizziness. Following a pulsed field ablation (pfa) procedure with the use of a farawave nav catheter, the patient presented to the emergency room (ER) with worsening shortness of breath and dizziness. Labs performed showing hemoglobin 3.8 and hematocrit 14.5. Four units packed red blood cells were administered. The patient also reported darker stools and abdominal aching. Aspirin and apixaban were held. Gastrointestinal (gi) representative consulted. Upper gi endoscopy and colonoscopy were then performed revealing diverticulosis. Hemoglobin and hematocrit improved to 14.1 and 45.3. The patient was then discharged on four days following this event with instructions to follow up with cardiology, electrophysiology and gastroenterology. Eliquis and aspirin were resumed. The patient was to follow up to see the gi on (B)(6) 2026, electrophysiologist on (B)(6) 2026, and cardiology on (B)(6) 2026. The patient condition was considered ongoing. The device is not expected to return for analysis as it was disposed. It was further reported that the initial pulsed field ablation (pfa) procedure was performed on september 9, 2025. The patient was to follow up with gastroenterology on february 10, 2026, electrophysiology on february 11, 2026, and cardiology on february 19, 2026. On february 10, 2026, the patient was evaluated by gastroenterology, where bloodwork and a stool occult blood test were ordered due to reports of dark stools. The patient also reported diarrhea and was advised to begin a daily fiber supplement and increase fluid intake; a small bowel x-ray was also ordered. On february 11, 2026, the patient followed up with electrophysiology, during which left atrial appendage occlusion (laao) device placement was discussed and the patient agreed to proceed. A chest x-ray performed the same day demonstrated overinflated and lucent lungs consistent with chronic obstructive pulmonary disease (copd)/emphysema, with no acute pulmonary findings. On february 18, 2026, a small bowel x-ray was completed, with findings suggestive of inflammatory bowel disease involving multiple loops of the small bowel and proximal colon.

Event description:
It was reported that a patient experienced shortness of breath and dizziness. Following a pulsed field ablation (pfa) procedure with the use of a farawave nav catheter, the patient presented to the emergency room (ER) with worsening shortness of breath and dizziness. Labs performed showing hemoglobin 3.8 and hematocrit 14.5. Four units packed red blood cells were administered. The patient also reported darker stools and abdominal aching. Aspirin and apixaban were held. Gastrointestinal (gi) representative consulted. Upper gi endoscopy and colonoscopy were then performed revealing diverticulosis. Hemoglobin and hematocrit improved to 14.1 and 45.3. The patient was then discharged on four days following this event with instructions to follow up with cardiology, electrophysiology and gastroenterology. Eliquis and aspirin were resumed. The patient was to follow up to see the gi on (B)(6) 2026, electrophysiologist on (B)(6) 2026, and cardiology on 1(B)(6)2026. The patient condition was considered ongoing. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.